Manufacturer narrative:
Film evaluation summary: the reported left limb occlusion was confirmed. Although the exact cause cannot be confirmed it appears likely that this was anatomy related; implanting within a tight and calcified distal aorta which led to limb compression, and eventually caused the left limb to completely occlude. This left limb occlusion also likely led to the thrombus seen within the bifurcate aortic body. It is unclear if implanting the right limb extension higher than per the IFU (proximal end of limb was implanted ~10mm above the level of the flow divider and projecting into the distal aortic body) may have caused flow disturbances which also contributed to the thrombus formation seen within the aortic body and the left limb occlusion. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii(s) stent graft system was implanted in a patient for the endovascular treatment of a 51 mm abdominal aortic aneurysm. It was reported that the patient presented for follow up approximately 20 days post index procedure, and complained of leg cramp in the left lower limb. CT showed that the left limb v29543857 was clotted and the left hypogastric was providing collateral flow to the limb. As per the physician, the cause of the event was anatomy related. It was noted that the distal aorta was narrow with a shelf 15 mm proximal to the bifurcation. The final angiogram at implant had looked good but the contralateral limb was ultimately pushed off by the ipsilateral limb causing the contralateral limb to occlude. CT showed that the contralateral limb is crushed in the distal aorta. Thrombectomy was attempted but as the thrombus was well formed the wire wouldn't pass through it. A fem-fem bypass was done four days later with a balloon expandable stent placed on the right side to reinforce the patent limb. No additional clinical sequelae were reported and the patient is fine.